Event description:
It was reported the customer was unable to upload to carelink. Customer also reported performing a selftest and their insulin pump alarmed failed self test. The customer was able to successfully upload their insulin pump at the end of the call. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms or displacement anomalies noted. The motor was tested outside the device and passed. Unit passed self test. No failed self test alarms were noted. However, unable to download to carelink due to several displayable history check failed on startup alarms at the alarm history file. Displayable history check failed on startup alarms due to a corrupted history file. Unit received with cracked case at display window corners.